Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they had infusion set leak. The leak was noted to be at the quick release. The customer's blood glucose level at the time of incident was 330mg/dl. The customer's levels had been as high as 421mg/dl. The customer treated with infusion set change and bolus. Troubleshoot for the set issues was conducted. The customer was advised replacements would be sent. The customer declined to troubleshoot for the highs.